Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (target lesion exhibited 80% stenosis - morphology of lesion has most likely contributed to vessel dissection); inherent risk of procedure (dissection). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 80% stenosis - morphology of lesion has most likely contributed to vessel dissection). (B)(4).

Event description:
A 2.5 x 15 mm sprinter legend rapid exchange (rx) balloon was used during a procedure to pre-dilate a lesion in the mid lad. The lad had an eccentric 80% stenosis in the mid-portion of the vessel. The balloon was inflated to 12 atm for 24 seconds. The balloon was deflated and removed. Angiography revealed 50% residual stenosis with a small linear dissection at the distal tip. A 3.0 x 24 mm endeavor resolute rx drug-eluting stent was then implanted across the residual stenosis and dissection. Final angiography revealed 0% residual stenosis and no distal embolization, dissection, or other angiographic complications.